Manufacturer narrative:
B4:04aug2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the motor control panel to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer reported a ventilator fault. There was no patient involvement.